Event description:
It was reported that the rack pushrod on the pump was damaged, which led to difficulties loading cartridges. There was no reported adverse impact to customer's blood glucose level. The customer reverted to manual insulin injections for insulin therapy.